Event description:
The recipient reportedly experienced an abscess behind the implanted ear followed by an infection. The recipient was hospitalized from (B)(6) 2014. During the hospitalization, the recipient was administered clindamycin and ceftriaxone. Upon hospital discharge, the recipient was prescribed clavulin, however, the infection did not resolve. On (B)(6) 2014, the recipient's device was explanted. The recipient was reimplanted on the contralateral side. The infection resolved after the device was explanted.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The residual gas analysis test was above the limit, indicating a non-hermetic device, due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.